Event description:
It was reported that the device was sparking at the user facility. No further information was provided by the user facility regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Through inspection, the service technician noted that the cast cutter did not work. Per visual inspection, the technician identified a non-stryker switch.

Event description:
It was reported that the device was sparking at the user facility. No further information was provided by the user facility regarding the reported event.